Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an audio tone/vibration (no sounds) issue. No further information was available. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2016 with the following findings: investigation revealed a non-functional audible alarm and no sound. The pump was opened up and a cracked piezo solder joint was diagnosed.